Event description:
It was reported that the patient's right ventricular (rv) lead was capped and replaced for high pacing thresholds with intermittent loss of capture and low pacing impedance. It was noted through follow-up that the chronic rv high thresholds were manageable through programming but became elevated over the last few months. This rv threshold elevation was noticed when the patient presented to the emergency room. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.